Event description:
Reportedly, the problem with the subject programmer is that the display screen intermittently showed abnormal colors and/or lines making the display difficult or impossible to read. The touchscreen calibration was also unreliable and it was not possible to be corrected via recalibration. These issues were not reproduced upon return to subsidiary; additionally the screen calibration issue reported as part of the previous ticket repair seemed not to have been addressed by the previous analysis. Preliminary analysis revealed that the reported display issue could be due to the flat cable that is most probably worn out. The calibration issue was not reproduced.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the problem with the subject programmer is that the display screen intermittently showed abnormal colors and/or lines making the display difficult or impossible to read. The touchscreen calibration was also unreliable and it was not possible to be corrected via recalibration. These issues were not reproduced upon return to subsidiary; additionally the screen calibration issue reported as part of the previous ticket repair seemed not to have been addressed by the previous analysis. Preliminary analysis revealed that the reported display issue could be due to the flat cable that is most probably worn out. The calibration issue was not reproduced.